Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 4 months. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Of note, this was the patient's 2nd aortic valve replacement. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative: a copy of the op report was received indicating that this valve was explanted due to aortic insufficiency with paravalvular leak (pvl). During inspection of the leak, which was large, the patch underneath the left main and an area which was not patched had opened up causing a large pvl. After the valve was removed, aortic root replacement and aortic valve replacement was performed with a new edwards valve. Of note, the patient had difficulty weaning from cardiopulmonary bypass (cpb); therefore, he had placement of ECMO cpb support via right axillary artery and left common femoral venous cannulation. Unfortunately, the explanted valve was not returned for evaluation; therefore, the reported findings could not be confirmed. Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The type and cause of regurgitation varies depending upon multiple factors. In this case, the op report documents an area underneath the left main that had opened up causing the leak. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. Of note, this was the patient's 2nd aortic valve replacement. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.